Event description:
Information was received indicating that an overdose has occurred while using the cadd extension set. Over administration of morphine occurred in pediatric emergency department. An antidote of narcan and the child was fine after receiving the medication. Pharmacist of the facility as performed a dosage of morphine in the medication cassette and confirmed that the morphine preparation was correct.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical cadd custom disposables. Leak test: the sample returned was tested using the hydrostatic vessel [cal ID: 8.0088 due date: (B)(6) 2022] as procedure pq-016 hydrostatic pressure test (leak test) rev. 103 indicate. A leak was found fleeing from the air vent of the filter. The complaint is confirmed. Leak test: the sample returned was tested using the hydrostatic vessel [cal ID: 8.0088 due date: (B)(6) 2022] as procedure pq-016 hydrostatic pressure test (leak test) rev. 103 indicate. A leak was found fleeing from the air vent of the filter. The complaint is confirmed. Action taken: by the date that this investigation report is documented, packaging and labeling design plan for cadd disposable compliance project was release on (B)(6) 2019 where actions will be address to update IFU to specify that surfactants include silicone-based lubrications on syringes and vials can be transferred to medication solution; the expected due date of this implementation is (B)(6), 2022., corrected data: h 1 updated . File serious injury as required narcan for reversal agent.

Event description:
Investigation completed and summary in h 10. Correction required as file is serious injury reportable.